Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device did not fire and the surgeon was not able to squeeze the handle. A new reload was used to complete the case. There was no patient injury.